Event description:
Device broke inter-operatively. Another identical device was available and the case was completed without any delay or medical intervention.

Manufacturer narrative:
Investigation in progress, but not yet complete.